Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the teflon pad of the device peeled. There is no reported harm to the patient.

Manufacturer narrative:
Additional information has been received for this event by the customer. The event has also been evaluated. This supplemental report is being submitted to provide this information. Customer reported two events of failed devices from the same lot within two days of each other. These events are captured in medwatches with patient identifiers (B)(6)(peeled teflon pad) and (B)(6) (broken probe). This medwatch is for the patient identifier (B)(6). Both devices are being held sequestered for safety committee at the facility, and though available for return, are not returned yet. Patient details, including pre-existing medical conditions, are not available. Information on devices used in conjunction with the device at the time of the event is not available. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of inspection. The exact cause of the event cannot be exclusively identified. However based on the past investigation results, it is likely the peeling of the tissue pad occurred by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Addendum jan 12, 2023: during this procedure another device had failed with an issue of a broken probe. Addendum feb 3, 2023, 2023: the procedure was therapeutic laparoscopic hysterectomy. The procedure was completed without any delay with a similar device. The patient did not need to be given additional anesthesia. The teflon pad peeled toward the end of the procedure and did not fall into the patient body. The functional mode at the time was cut, settings 2:1. There were no error messages received for this event.